Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the nail being able to be distracted (elongated) and it gradually beginning to retract (shrink). No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation and no device details were provided. A device history review (DHR) was not able to be performed due to the lack of information provided. A root cause is unable to be determined at this time and no further investigation can be completed.

Event description:
Additional information was received.

Event description:
Additional information was received reporting that after the patient achieved 5cm of lengthening, the nail lost 4cm of lengthening although there was no trauma or excessive loading.

Manufacturer narrative:
The device has not been returned for evaluation; however, an x-ray was provided and reviewed. The provided x-ray was insufficient to confirm whether the rod had retracted. A comparison of the provided x-ray with an x-ray of the nail from its initial manufacture suggests the possibility that the nail was over-distracted during use. According to the device history record (DHR), the maximum stroke for any nail in this lot was 52.11 mm. Measurements from the provided x-ray indicate a gap of approximately 56.3 mm from the coupler to the base of the distraction rod. In contrast, an x-ray from production shows the gap at full contraction to be approximately 1.7 mm. This results in a difference of 54.6 mm, exceeding the maximum stroke.the reported event is unable to be confirmed; however, these findings suggest a failure to distract or retract properly. Without the return of the device, it is not possible to assess its functionality or identify potential component failures. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.